Event description:
Inbound; pt reported no disposable alarms on 2 pumps with cadd cassette. Pt placed cassette on last night and alarm started this morning. Pt had to waste about 80 ml in cassette, lot #:(B)(4).